Event description:
It was reported a pectus connector bar assembly screw became loose. It was removed and replaced using an indicated kls martin pure pectus system torque driver to secure the assembly screws.